Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch #unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that the doctor used the mcs20 in free lobectomy surgery, and he found the clip can¿t be well "formation". There were no patient consequences.